Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02861 / 04416).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2015 due pain, popping, and clicking. The modular head, taper adapter, and acetabular cup were removed and replaced. Additional information received from patient alleges patient had lack of mobility due to pain, stiffness and soreness. The revision operative report noted cloudy fluid and lack of bony ingrowth located at the acetabulum.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated. Concomitant medical products: item # (B)(4), m2a-magnum mod hd, lot # 657240; item # (B)(4), echo por fmrl lat nc 9x125mm, lot # 095000; item # (B)(4), m2a-magnum 42-50mm tpr insrt-6, lot # 906800.

Event description:
It was reported that patient was revised approximately 6 years post implantation due to pain, metallosis, elevated ion levels and clicking sound. The cup, head, and taper adapter were revised. Revision operative notes indicate a great deal of thick, cloudy joint fluid consistent with metallosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.